Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in the heavily calcified right internal carotid artery, with placement of a 8-6 x 40 mm xact stent. The patient was discharged to home 2 days post procedure. On the patient's 30 day follow-up, the national institutes of health stroke scale noted a mild to moderate decrease in sensation/numbness to hands and feet. Patient has a history of numbness to hands and feet. The numbness is ongoing and only treatment provided was diabetic management. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of neurological deficit dysfunction is a known observed and potential adverse event of stenting procedures as listed in the xact carotid stent system electronic instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.